Event description:
Patient had successful implant of a bifurcated device and proximal cuff in 2005. In 2007, patient was brought in for a secondary procedure to treat a proximal type I endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Type I endoleaks are a known complication of the procedure. The device was discarded by the hospital.